Event description:
The customer reported fluid leaked within the instrument in the secondary mode area involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid was leaking from the rinse block and hemoglobin was not consistent due to improper blood sampling valve (bsv) rotation and occluded vacuum system (patient samples had not been analyzed in this mode; patient results were not affected). The fse discovered the front blood detector bracket had loosened and fallen, jamming the proper rotation of the probe section of the bsv. The fse placed the detector bracket into its proper position. The fse adjusted the rinse block travel/stop position and flushed debris buildup from the vacuum system and jar. The fse verified system performance and quality control (qc) recovered within the expected limits. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).